Event description:
It was reported that the pacemaker exhibited undersensing of p-waves and t-wave oversensing. Technical services (ts) was contacted by the health care professional (hcp), and ts discussed programming options. The hcp noted the patient was feeling easily fatigued. The pacemaker system remains in service. No adverse patient effects were reported.